Event description:
It was reported that a patient experienced challenges with removing the cartridges, needing to use a knife due to the rubber gaskets sticking to the pump. There was no reported impact to the patient's blood glucose level. The customer declined any further troubleshooting, and the case was closed by technical support.